Event description:
It was reported that there was t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the device detected a ventricular fibrillation episode due to twos. The device began to charge, but the twos stopped and the therapy was aborted. The sensitivity was reprogrammed and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 4 - ventricular nst<=210 ms average v-cycle between (B)(6) 2010 and (B)(6) 2011. 3 - vf<=200 ms between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was further reported that the patient had received inappropriate shocks due to the twos. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned but analysis could not be performed due to legal restrictions. Visual summary analysis of the lead was performed. No anomalies were found. However, there was blood on a defibrillation conductor and it was not obstructed, the outer insulation of the lead developed a cosmetic depression while in vivo, and the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.